Event description:
It was reported that the atrial lead dislodged. The lead was repositioned successfully. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).